Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a gas leak from the laser head cavity. Additional information has been requested.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical onsite visit the field service engineer (fse) checked and found laser head faulty, the laser head had an internal leak according to received information from (field service engineer) fse. (Field service engineer) fse performed system verification as per sir (service installation record) during onsite visit. According to serial number of laser head, this laser head has a c-ring sealing inside the laser head. This is a known issue and was addressed by the supplier: the root cause is the leakage of the c-ring sealing inside laserhead. The supplier has improved the sealings and implemented o-ring sealings. The root cause is the leakage of the c-ring inside laserhead. The manufacturer internal reference number is: (B)(4).